Manufacturer narrative:
(B)(6).

Event description:
The customer contacted philips healthcare to report that the device displayed a red x and message. There was reported patient involvement but no harm to the patient.